Event description:
The patient was brought in to refill the implantable pump used for pain management. Here are the details of the event: the patient was steriley prepped and a non-coring needle was placed into the pump membrane. The old medication was aspirated which verified proper needle placement. 20mls of new medication was then injected into the pump reservoir. The patient complained of pain at the pump site and swelling was noted. Upon palpation, it was determined that the medication had leaked into the pump pocket. The needle was immediately withdrawn from the pocket, and approximately 18mls of medication was removed. The medication consisted of morphine 2.5mg/cc compounded with clonidine 100mg/ml. An IV was started,and the patient was monitored until ems arrived to transport the patient to the ER. Patient was then monitored in the ICU for several days with hypotension caused by the clonidine.